Event description:
It was reported that anesthesiologist intubated the endotracheal tube and connected the machine, but there was no signal and it could not be used normally. Replaced it with the backup endotracheal tube to complete the operation. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: in analysis opened 1 sample, part number 8229307, from lot number 0226017471. Portions of the wire harness were cut when returned. Visually, each electrode wire was stripped due to aforementioned cut harness to perform continuity testing. Electrically, the resistance of each lead shall be between 1.7 and 3.7 ohms and the actual measurements were 2.6 ohms (blue), 1.9 ohms (blue with clear tubing), 1.7 ohms (red), 2.3 ohms (red with clear tubing) which all electrodes were in specification. Functionally, the device failed due to the defective condition upon return and the inability to connect the device to the nim system. A review of the global complaint data showed one similar complaint about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. H6: previously submitted codes fdm b17, fdr c20 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.